Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device showed "invalid instrument" error code was unable to be confirmed. It was however found that the 8 way socket was corroded by fluid. The defective connector was replaced and the device was cleaned, newly calibrated, repaired, tested and found to be fully functional. Fluid ingress into the device is hence the root cause of the corroded 8-way socket which may have led to the device displaying the error code as reported by the customer. However, since the reported condition is not confirmed, the root cause for the reported failure cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [serial : ad1620275], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via mail the vapr vue generator. Service: repair needed. Device is showing "invalid instrument". No more information available. The device is available to be returned for evaluation.